Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: confirmed the display screen has a pinkish contrast. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked at the bottom near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had blood glucose (bg) levels ranging from 200 to 475 mg/dl with moderate ketones, but had received no unusual treatment. During troubleshooting, customer support found that the display was dim and fading, and patient was advised to discontinue use. This complaint is being reported because the display issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.